Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had sporadic pacing, occasional pauses and extreme end of service (eos). It was noted that the patient did not comply with their follow up schedule. The device was explanted and replaced. No patient complications have been reported as a result of this event.